Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no connection and color bar were caused by a faulty cable unit. In regard to the faulty cable unit, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no connection and once plugged in still showing color bar during inspection for use. There were no reports of patient involvement.